Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that l4 right screw head in question is off the proper position in a patient who had l4/5tlif operation reported on (B)(6). This was found by a surgeon's review of all the x-rays of the past cases, since he/she had another patient who had the same kind of trouble after having a fixation operation reported on october 2nd. As for the former patient, no re-operation is planned since the patient has transverse connector with no clinical symptoms and the bone union is already seen. This is report 1 of 2 for (B)(4).